Event description:
It was reported that the device is not wanting to warm. No additional information.

Event description:
Additional information was received which stated the issue was found during preventive maintenance.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a loose sensor on the air detector and missing orange plug. The enclosure contains minor wear and tear. The customer stated problem was duplicated. Faulty pcb (printed circuit board) assembly was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of the device: unknown e4: correction: customer reported to FDA: no information